Event description:
During the evaluation of a returned colleague infusion pump (uim software version 5.03.00 / unremediated), an intermittent channel select key on channel c was discovered. No additional information was available.

Manufacturer narrative:
(B)(4). This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.